Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, two non-recoverable errors on the system were displayed. The operating room (or) staff reported the issue after the case was completed. The customer stated that after the 2nd non-recoverable fault, they realized that the blue fiber cable was pulled out and frayed off the back of the patient side cart (psc). The customer stated they got a new blue fiber cable and connected it to the system and the system powered back on. The customer stated they ended up converting the case to traditional laparoscopic surgery initially and then converted the case to open surgery due to a cascade of events and patient issues. The customer stated they had replaced the blue fiber cable, and the robot was working at the time of conversion. The case was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The procedure was converted to open surgery because the patient's vitals were dropping and the surgeon needed to complete the procedure as soon as possible. It is unknown why the patient's vitals dropped. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report what happened after the procedure was completed. The surgeon did not want to wait to call the tse during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the blue fiber cable, and the issue was resolved. The system was working properly, and no additional action was required as the issue was resolved.